Event description:
It was reported that during transurethral laser prostatectomy, the fiber was firing straight at the end of the fiber instead of the bottom. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: there were no injuries to the patient or personnel in the room.